Event description:
Damage to pump housing and usb was reported. There was no adverse impact to the customer's blood glucose level. The caller was informed that the damage was only cosmetic and did not affect the pump's functionality, which the caller understood and acknowledged. Cts to replace pump. Customer will continue to use current pump.